Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low reservoir anomaly, DHR requested for other reasons, harm was reported with no reported allegation of a device malfunction as there was an issue with the smart guard, was unable to enter auto-basal and a lost sensor alarm with the sensor. The customer reported a blood glucose level of 500 mg/dl. The customer reported diabetic ketoacidosis, malaise, hyperglycemia, and dehydration, which were treated with a manual injection/insulin pen, an IV insulin drip (intravenous insulin infusion), an insulin pump (subcutaneous insulin infusion), an ems/ambulance/ER visit, and an overnight hospital stay. The customer said that the cause of the hyperglycemia occurrence was that they felt sick on friday, july 27th, and received high warnings and a low reservoir at 11 p.m. The customer did not notice that the reservoir had been changed in the daily history and on july 28th, the customer inserted a battery, and the insulin pump lost connection with the sensor, and was admitted to the hospital, the battery in the pump was replaced, and treatment for high blood glucose was performed using an insulin pump and manual injection. The event involved products mmt-1884, mmt-397a, mmt-332a, and mmt-7040a. The customer was not utilizing the auto mode/smart guard feature at the time of the incident. The customer reported having excessive blood glucose. The customer began utilizing the insulin pump system within 48 hours of the reported high blood glucose occurrence. The customer declined to continue troubleshooting. The customer requested assistance in entering auto basal. The customer viewed the auto mode readiness/smart guard checklist screen. The customer was told what was missing to enter the auto mode/smart guard and how to fix it. No further complications were reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.